Event description:
It was reported that the device was explanted after an implant duration of approximately 100 months, due to mitral insufficiency.

Manufacturer narrative:
Additional manufacturer narrative -the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacurer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Through follow-up with the health-care professional, additional information and a copy of the operative report was received. Unfortunately, the device is unavailable for return.